Event description:
Patient reported cgm inaccuracies and reported the following discrepancy: cgm was reading 120 mg/dl and blood glucose meter was reading 270 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in fine condition.